Event description:
Device report 1 of 3, reference MFR report: 1627487-2011-09401, 1627487-2011-09402. The pt received the scs system including two octrode leads (from two different lot numbers) on (B)(6) 2011. It has been reported the pt is being treated for an infection with oral antibiotics. The location of the infection is unk at this time. The pt indicated he is doing well with his scs system and is getting effective coverage. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.